Manufacturer narrative:
No test methods have been performed (B)(4) as the product performed in accordance to specifications (B)(4) and the device was used in accordance with labeled indications (B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the patient reported loosing a tooth (permanent impairment to a body structure) and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of an abscess fallowed loosing tooth # 5 (upper right 1st molar). He patient reported requiring medical intervention, and had tooth 5 extracted (for unspecified reasons). The patient reported being prescribed keflex (antibiotic) to alleviate the reported symptoms. It is unknown if the treatment was discontinued.